Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture, material separation and identified deformation and wear issues as a partial circumferential break was noted to the catheter approximately 10.9cm from the distal end of the cath-lock. The edges of the partial circumferential break appeared mostly rounded and smooth and the surface was granular and glossy. A complete circumferential break was noted to the distal end of the catheter. The edges of the complete circumferential break on the proximal segment were noted to be rounded and surface was granular and glossy. Further, a circumferential split was noted approximately 0.6cm from the proximal end of the catheter segment. Furthermore, two kinks were noted on both the catheter segments. The investigation is inconclusive for the reported migration and difficult to remove issues as the exact circumstances at the time of the reported event are unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year eight months post port placement procedure, the device catheter allegedly broken near the insertion site and the distal catheter segment migrated to the pulmonary artery. It was further reported that the distal catheter segment was attempted to be removed using a snare however it could not be removed. Reportedly, the distal part of the catheter remains inside the patient body. The current status of the patient was unknown.

Manufacturer narrative:
A lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Device not returned.

Event description:
It was reported that approximately one year eight months post port placement procedure, the device catheter allegedly broken near the insertion site and the distal catheter segment migrated to the pulmonary artery. It was further reported that the distal catheter segment was attempted to be removed using a snare however it could not be removed. Reportedly, the distal part of the catheter remains inside the patient body. The current status of the patient was unknown.